Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 16-feb-2024. H3. Device returned to manufacturer- yes. H3. Device eval by manufacturer- yes. H.6. Investigation summary: bd japan received samples and attached four (4) photos for investigation. The samples and photos were reviewed and the indicated failure modes for foreign matter (fm) and torn label was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of fm and torn label. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there was white foreign matter in the tubes. There was also an issue with the tube labels peeling off. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there was white foreign matter in the tubes. There was also an issue with the tube labels peeling off. There was no report of patient impact.